Event description:
In 2009, a pt arrived with a neurological condition which subsequently required surgery to insert an external ventricular drain before requiring transfer to ward 6 for on-going care. The graseby volumetric used to setup propofol infusion was not programmed at the required rate of 5mls due to an inputting error instead the infusion administered at a rate of 535 mls/hr. The error was highlighted when the alarm on the pump sounded after three minutes to register that the infusion had finished. Injury details, the actual long term effect is hard to ascertain. The pt's condition prior to the incident was severe and the input error was not attributed to the pt's eventual death which occurred 15 days later. The pt's condition was severe and there had been difficulties experienced in ventilating the pt from their arrival in hospital. The pt's blood pressure was low and following the incident, the pt received a bolus of voluven and adrenaline. However, the pt's blood pressure dropped and the pt required cardiac resuscitation. It is clear however, that the input error had a compound effect on the severity of the condition of the pt at the time and would have resulted in a lowering of the blood pressure which in combination with the severity of the pt's condition led to the cardiac arrest. User inputting error [abnormal use]. MDR - no device being returned for investigation. Device back in service at hosp. Facility do not intend to investigate further.

Manufacturer narrative:
Device not returned for eval by MFR and device back in clinical use at hosp - not a device issue.